Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's doctor reported via phone call from a hospital that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 151 mg/dl at the time of incident. Troubleshooting found that the pump was recently sent to the customer but was sent without a battery cap. Customer indicated that the display returned after an additional battery was installed. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot. Customer was advised to monitor te pump and call back if any further issues.